Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that some doctors in the hospital note separation of the catheter at the point of contact with the external part during use with several patients.